Manufacturer narrative:
(B)(4). Baxter received the device and found that link screws were loose. This part is a known contributor to door not fully latchced alarms and the screws have been replaced.

Event description:
During review of the event history log it was determined that a repeating pattern of door not fully latched alarms suggests that the device was alarming for door not fully latched. The occurrences suggest a device malfunction. Any pt involvement. Injury or medical intervention is unk.